Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a pinhole at the markerband. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 1.5 mm x 20 mm x 143 cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another coyote¿ es balloon catheter. No patient complications nor injuries were reported.